Event description:
The user facility reported that during a bypass procedure, the perfusionist experienced difficulty in maintaining adequate flow through the venous reservoir. The venous cannulas were readjusted and the reservoir was lowered in an attempt to increase blood flow, however, the cause of the restriction remained undetermined. The surgeon opened the right atrium and used a pump sucker to allow the blood to be returned to the circuit. The unit was not changed out and no other action was determined to be necessary to address the flow restriction. The procedure was completed with no further complications.

Manufacturer narrative:
The returned sample was decontaminated, visually examined and functionally tested for recirculation. The reservoir was confirmed to function properly and no abnormalities were noted during any of the testing. A review of the complaint files confirmed that there have been no previous reports for this lot. There are many complex clinical variables that may have affected the reported concern of flow restriction. However, there is no available evidence that the reported event was related to a product malfunction or defect. Circuit flow performance under standardized conditions is addressed in the device labeling. All available info has been maintained in the quality assurance files to appropriate tracking, trending and follow up.